Event description:
It was reported that a cartridge alarm 31 occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 118 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.